Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports they are using the dexcom g7 sensor but is experiencing poor blood glucose regulation. He recently lost consciousness due to unstable glucose levels, though no medical intervention was required. The patient has contacted dexcom for support and plans to review his device settings with his healthcare provider to address the issue.